Event description:
Subsequent to the initial MDR, additional information was received on 08/03/2023. It was confirmed that the patient was in the hospital for seven days and at the time of the follow up report, the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced dizziness, nausea, out of balance, he was feeling ¿painy¿ and wobbly and almost collapsed. The patient was taken to the hospital by his daughter and was admitted. The patient developed fluid in his lungs, was under monitoring to determine the cause of the fluids in lungs and has been on oxygen treatment. The doctor monitored the patient´s pulse and blood glucose every 2 hours. There was no treatment reported provided for this event. During the hospital admission they took the measurements and the cgm was reading 268 mg/dl and the blood glucose reading was 202 mg/dl. The patient was discharged after 7 days. At the time of the report the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, " the patient was discharged after 7 days. At the time of the report the patient was in good condition."

Event description:
At the time of the report, the patient was still in the hospital.